Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with a coyote es shelf box. The batch number on the packaging and device matched the reported batch number. There was contrast in the inflation lumen. Magnified inspection revealed a pinhole 2mm from the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous below the knee artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was selected to dilate the lesion. The balloon ruptured. The number of inflations and to what atms is unknown. The device was successfully removed from the patient. The procedure was completed with a 3.0mmx 40mm coyote es mr balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous below the knee artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was selected to dilate the lesion. The balloon ruptured. The number of inflations and to what atms is unknown. The device was successfully removed from the patient. The procedure was completed with a 3.0mmx 40mm coyote es mr balloon catheter. No patient complications were reported and the patient¿s status was good.